Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid(B)(6) (female, 75 years-old) and sid(B)(6) (male, 74 years-old). This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21/-31, and a 510k/PMA/bla number of k153730.

Event description:
The customer observed a false negative alinity I syphilis tp results for two patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient a, female, 75 years-old, clinical diagnosis angioimmunoblastic t-cell lymphoma: sid(B)(6) processed on the alinity I serial number (B)(6) on (B)(6) 2025 result = 0.75 s/co tppa positive, trust negative. Patient b, male, 74 years-old, clinical diagnosis fever, with a history of syphilis: sid(B)(6) processed on alinity I serial number (B)(6) on (B)(6) 2025 result = 0.64 s/co tppa positive, trust positive. No impact to patient management was reported.

Event description:
The customer observed a false negative alinity I syphilis tp results for two patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient a, female, 75 years-old, clinical diagnosis angioimmunoblastic t-cell lymphoma: (B)(6) processed on the alinity I serial number (B)(6) on (B)(6) 2025 result = 0.75 s/co tppa positive, trust negative. Patient b, male, 74 years-old, clinical diagnosis fever, with a history of syphilis: (B)(6) processed on alinity I serial number (B)(6) on (B)(6) 2025 result = 0.64 s/co tppa positive, trust positive. Additional data provided 06aug2025: patient c, female, 75 years-old, surgical inpatient (B)(6) processed on (B)(6) 2025 result = 0.66 s/co tppa positive no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is (B)(6) ( female, 75 years-old) and (B)(6) (male, 74 years-old) and (B)(6) (female, 75 years old). This report is being filed on an international product, list number 07p60-77, that has a similar product distributed in the us, list number 07p60-21/-31, and a 510k/PMA/bla number of k153730.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Return sample testing was completed with the following results: sid (B)(6). Alinity I syphilis tp: 0.89 s/co (non-reactive), mikrogen recomline treponema igm: negative (no reaction), mikrogen recomline treponema igg: borderline (tp47; very low intensity, tp17; low intensity). Sid (B)(6), alinity I syphilis tp: 0.77 s/co (non-reactive), mikrogen recomline treponema igm: negative (no reaction), mikrogen recomline treponema igg: negative (tp453 and tp17; very low intensity). Sid (B)(6), alinity I syphilis tp: 0.64 s/co (non-reactive), mikrogen recomline treponema igm: negative (no reaction), mikrogen recomline treponema igg: negative (no reaction), note: testing was performed using a retained reagent kit of alinity I syphilis tp reagent lot 67721be01 as the complaint lot 72012be01 was not available for testing in the abbott shanghai laboratory. During in-house testing a non-reactive result was generated for a return sample sid (B)(6) with alinity I syphilis tp lot 67721be01, which is discrepant to the borderline recomline treponema igg result. Therefore, investigation for lot 67721be00/01 was performed within this product evaluation. As also with this reagent lot the result was non-reactive, it could be shown that the issue is not lot specific. The ticket search by lot indicates that the reagent lot(s) performs as expected for this product. The ticket trending review of complaint data for the complaint list number does not identify any increase in complaint activity. A device history review did not identify any potential non-conformances, non-conformances and deviations associated with the complaint lot number(s). In-house testing of a retained reagent kit of lots 67721be00 and 72012be00 which contain the same bulk materials as lots 67721be01 and 72012be01 respectively was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 72012be01 was identified.

Event description:
The customer observed a false negative alinity I syphilis tp results for two patients. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient a, female, 75-years-old, clinical diagnosis angioimmunoblastic t-cell lymphoma: sid (B)(6) processed on the alinity I serial number (B)(6) on (B)(6) 2025 result = 0.75 s/co tppa positive, trust negative. Patient b, male, 74 years-old, clinical diagnosis fever, with a history of syphilis: sid (B)(6) processed on alinity I serial number (B)(6) on (B)(6) 2025 result = 0.64 s/co tppa positive, trust positive. Additional data provided 06aug2025: patient c, female, 75-years-old, surgical inpatient, sid (B)(6) processed on (B)(6) 2025 result = 0.66 s/co, tppa positive. No impact to patient management reported.